Event description:
--

Manufacturer narrative:
This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case noted dents on the front, the back, and the edge of the device case which a corresponding dent was found on the device battery. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed that an internal component (transformer) had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the loss of telemetry was due to electrical overstress damage to the device circuitry. This resulted in a high current drain, which over time depleted the battery more quickly than expected.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our (B)(4) laboratory identified a product performance issue.